Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The display screen issue was not resolved by changing the contrast setting. The reporter indicated that the display screen was not able to be read safely related to this issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/19/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump display screen was found to be dim and discolored with a pinkish coloration. Unrelated to the complaint, pump casing was found to be cracked between the case seal and the display screen. Also unrelated, the bolus button was observed to be torn at the center of the button.